Manufacturer narrative:
Bd received one samples and four photos from the customer facility for investigation. Based on the visual inspection/evaluation of the samples and/or photos, bd observed broken shield on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a bd eclipse¿ blood collection needle with luer adapter shield was broken. No serious injury or medical intervention reported.